Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was in clinical use when the issue occur. The philips field service engineer (fse) inspected the system onsite and confirmed that ippc bootup error. Error. Upon functional test fse has confirmed that there was malfunction during ippc bootup. Fse replaced the ippc. After replacement of the ippc the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was a ippc bootup error. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.